Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. Cardioquip notified the customer of the potential contamination, recommendation, and provided a quote for the sample kits via email on (B)(6)2023. There has been no response to this recommendation as of the date of this report.

Event description:
A cardioquip technician notified cq service via airtable that the internal tubing of this device was suspect for contamination during an on-site pm. The technician took pictures of the internal tubing, and submitted them to cq for review. Cq director of operations and epidemiologist reviewed the photos, and recommended that the device receive hpc testing to get a quantitative analysis of water quality.